Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1717383) on 27-oct-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("bilateral pelvic pain"), uterine haemorrhage ("bleeding in the left uterine horn during removal procedure") and salivary gland cyst ("two salivary gland cysts on soft palate and recurrence") in a 39-year-old female patient who had essure (batch no. D60136) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conisation (for cervical intraepithelial neoplasia at 2/3) in (B)(6) 2015, smear vagina (cervical intraepithelial neoplasia at 2/3, negative for intraepithelial lesion or malignancy (niln)) in (B)(6) 2015, multigravida (gravida iii), parity 2 and therapeutic abortion. Allergy was denied. Previously administered products included for an unreported indication: cerazette and copper iud. Past adverse reactions to the above products included metrorrhagia with copper iud. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhoea") and abdominal pain ("pain between menstrual periods"). In (B)(6) 2017, the patient experienced polymenorrhoea ("she had her period twice"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and metrorrhagia ("intermenstrual metrorrhagia"), 1 year 1 month after insertion of essure. On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device breakage ("a fragment of essure was still present on xray after removal") and complication of device removal ("a fragment of essure was still present on xray after removal"). On an unknown date, the patient experienced salivary gland cyst (seriousness criterion medically significant), fallopian tube cyst ("several cystic walthard islets / serous cystadenoma on the left"), arthritis ("inflammation of knees"), papilloma viral infection ("suspicion of hpv infection"), dental restoration failure ("rejection of a dental implant"), vulvovaginal pain ("vaginal muscle pain") and abdominal discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy for removal of essure inserts, cross stitch for haemostasis and palate operated once, second procedure scheduled). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain and dyspareunia had resolved. At the time of the report, the uterine haemorrhage, device breakage, salivary gland cyst, complication of device removal, dysmenorrhoea, abdominal pain, metrorrhagia, fallopian tube cyst, polymenorrhoea, arthritis, papilloma viral infection, dental restoration failure, vulvovaginal pain and abdominal discomfort outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, fallopian tube cyst and papilloma viral infection with essure. The reporter considered abdominal discomfort, abdominal pain, arthritis, dental restoration failure, dysmenorrhoea, dyspareunia, metrorrhagia, pelvic pain, polymenorrhoea, salivary gland cyst, uterine haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: bilateral pelvic pain, dyspareunia and intermenstrual metrorrhagia identical to what the patient experienced while on copper iud. The patient thought the symptoms were due to essure. The patient had to stop doing sport due pain and discomfort. As per physician who performed the essure placement: this was not failure of placement, but removal of the inserts at the request of patient, who did not tolerate the side effects. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - in (B)(6) 2016: results: negative. Nuclear magnetic resonance imaging - in (B)(6) 2017: results: essure inserts in place; on (B)(6) 2017: results: no uterine disease. X-ray - on an unknown date: results: fragment of essure still present. Diagnostic results: (B)(6) 2016: during placement: hysteroscopic placement of essure without anaesthesia. The uterine cavity was normal in appearance. Both tubal ostia were well visualised. The endocervical canal was normal in appearance MRI requested. Placement of one essure insert on each side with no difficulties. (B)(6) 2017, vaginal smear: atypical squamous cells of unknown significance, positive for hpv other than 16 or 18, colposcopy. (B)(6) 2017, pelvic examination normal. Patient was told that symptoms may not be related to the essure inserts. In particular, adenomyosis is probably present, re-reading of MRI needed. (B)(6) 2017, colposcopy: more markedly acidophilic at 3 hr, but grade-1a atypical transformation or even metaplasia alone. Lugol¿s solution: speckled appearance of exocervix suggesting hpv. Lugol negative at 3 hr. Biopsy at 3 hr. Pathological anatomy: cervical intraepithelial neoplasia at 1, repeat test in 6 months. (B)(6) 2017, re-read of pelvic MRI found no uterine disease, uterus 10x6 cm. Patient opted again for salpingectomy and did not wish to have upfront hysterectomy. (B)(6) 2017, salpingectomy by coagulation and section of mesosalpinx and base of uterine tube, revealing the essure insert, which was then removed by traction. In view of resistance, resection of uterine horn was performed along the intra-myometrial plane of the tube. The procedure was successively performed on the left and then on the right. We have reservations concerning the quality of essure removal. The device concerned (2 inserts) was placed in quarantine at the hospital pharmacy, available for expert analysis. (B)(6) 2017, pathology report post salpingectomy: simple congestive remodelling of tubal walls, accompanied by several cystic walthard islets and a serous cystadenoma on the left. No suspect malignant lesions. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("bilateral pelvic pain"), post procedural haemorrhage ("bleeding in the left uterine horn during removal procedure") and salivary gland cyst ("two salivary gland cysts on soft palate and recurrence") in a (B)(6) -year-old female patient who had essure (batch no. D60136) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device failure "rejection of a dental implant". The patient's past medical history included cervical conisation (for cervical intraepithelial neoplasia at 2/3) in (B)(6) 2015, pap smear (cervical intraepithelial neoplasia at 2/3, negative for intraepithelial lesion or malignancy (niln)) in (B)(6) 2015, multigravida (gravida iii), parity 2 and therapeutic abortion. Allergy was denied. Previously administered products included for an unreported indication: cerazette and copper iud. Past adverse reactions to the above products included metrorrhagia with copper iud. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhoea") and abdominal pain ("pain between menstrual periods"). In (B)(6) 2017, the patient experienced polymenorrhoea ("she had her period twice"). On (B)(6) 2017, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and metrorrhagia ("intermenstrual metrorrhagia"). On (B)(6) 2017, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("not certain that the essure inserts were completely removed") and device breakage ("not certain that the essure inserts were completely removed, x-ray will be performed"). On an unknown date, the patient experienced salivary gland cyst (seriousness criterion medically significant), fallopian tube cyst ("several cystic walthard islets / serous cystadenoma on the left"), arthritis ("inflammation of knees"), (B)(6) ("suspicion of (B)(6) infection") and vulvovaginal pain ("vaginal muscle pain"). The patient was treated with surgery (bilateral salpingectomy for removal of essure inserts), surgery (cross stitch for haemostasis) and surgery (palate operated once, second procedure scheduled). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, post procedural haemorrhage, salivary gland cyst, complication of device removal, device breakage, dysmenorrhoea, abdominal pain, dyspareunia, metrorrhagia, fallopian tube cyst, polymenorrhoea, arthritis and cervicitis human papilloma virus outcome was unknown. The reporter considered abdominal pain, arthritis, dysmenorrhoea, dyspareunia, metrorrhagia, pelvic pain, polymenorrhoea, post procedural haemorrhage, salivary gland cyst and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for (B)(6), complication of device removal, device breakage and fallopian tube cyst with essure. The reporter commented: bilateral pelvic pain, dyspareunia and intermenstrual metrorrhagia identical to what the patient experienced while on copper iud. The patient thought the symptoms were due to essure. As per physician who performed the essure placement: this was not failure of placement, but removal of the inserts at the request of patient, who did not tolerate the side effects. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - in (B)(6) 2016: negative nuclear magnetic resonance imaging - (B)(6) 2017: no uterine disease; in (B)(6) 2017: essure inserts in place. On (B)(6) 2016: during placement: hysteroscopic placement of essure without anaesthesia. The uterine cavity was normal in appearance. Both tubal ostia were well visualised. The endocervical canal was normal in appearance MRI requested. Placement of one essure insert on each side with no difficulties. On (B)(6) 2017, vaginal smear: atypical squamous cells of unknown significance, (B)(6) for (B)(6) other than 16 or 18, colposcopy. On (B)(6) 2017, pelvic examination normal. Patient was told that symptoms may not be related to the essure inserts. In particular, adenomyosis is probably present, re-reading of MRI needed. On (B)(6) 2017, colposcopy: more markedly acidophilic at 3 hr, but grade-1a atypical transformation or even metaplasia alone. Lugol's solution: speckled appearance of exocervix suggesting (B)(6). Lugol negative at 3 hr. Biopsy at 3 hr. Pathological anatomy: cervical intraepithelial neoplasia at 1, repeat test in 6 months. On (B)(6) again for salpingectomy and did not wish to have upfront hysterectomy. (B)(6) 2017, salpingectomy by coagulation and section of mesosalpinx and base of uterine tube, revealing the essure insert, which was then removed by traction. In view of resistance, resection of uterine horn was performed along the intra-myometrial plane of the tube. The procedure was successively performed on the left and then on the right. We have reservations concerning the quality of essure removal. The device concerned (2 inserts) was placed in quarantine at the hospital pharmacy, available for expert analysis. On (B)(6) 2017, pathology report post salpingectomy: simple congestive remodelling of tubal walls, accompanied by several cystic walthard islets and a serous cystadenoma on the left. No suspect malignant lesions. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 30-oct-2017 for the following meddra pts: pelvic pain: n° 5769 cases (excluding this case). Post procedural haemorrhage: n° 33 cases (excluding this case). Device breakage: n° 1848 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 27-oct-2017. The most recent information was received on 07-nov-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("bilateral pelvic pain"), uterine haemorrhage ("bleeding in the left uterine horn during removal procedure") and salivary gland cyst ("two salivary gland cysts on soft palate and recurrence") in a (B)(6) year-old female patient who had essure (batch no. D60136) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical conisation (for cervical intraepithelial neoplasia at 2/3) in (B)(6) 2015, smear vagina (cervical intraepithelial neoplasia at 2/3, negative for intraepithelial lesion or malignancy (niln)) in (B)(6) 2015, multigravida (gravida iii), parity 2 and therapeutic abortion. Allergy was denied. Previously administered products included for an unreported indication: cerazette and copper iud. Past adverse reactions to the above products included metrorrhagia with copper iud. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhoea") and abdominal pain ("pain between menstrual periods"). In (B)(6) 2017, the patient experienced polymenorrhoea ("she had her period twice"). On (B)(6) 2017, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and metrorrhagia ("intermenstrual metrorrhagia"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("a fragment of essure was still present on xray after removal") and device breakage ("a fragment of essure was still present on xray after removal"). On an unknown date, the patient experienced salivary gland cyst (seriousness criterion medically significant), fallopian tube cyst ("several cystic walthard islets / serous cystadenoma on the left"), arthritis ("inflammation of knees"), papilloma viral infection ("suspicion of hpv infection"), dental restoration failure ("rejection of a dental implant"), vulvovaginal pain ("vaginal muscle pain") and abdominal discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy for removal of essure inserts), surgery (cross stitch for haemostasis) and surgery (palate operated once, second procedure scheduled). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain and dyspareunia had resolved. At the time of the report, the uterine haemorrhage, salivary gland cyst, complication of device removal, device breakage, dysmenorrhoea, abdominal pain, metrorrhagia, fallopian tube cyst, polymenorrhoea, arthritis, papilloma viral infection, dental restoration failure, vulvovaginal pain and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, arthritis, dental restoration failure, dysmenorrhoea, dyspareunia, metrorrhagia, pelvic pain, polymenorrhoea, salivary gland cyst, uterine haemorrhage and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for complication of device removal, device breakage, fallopian tube cyst and papilloma viral infection with essure. The reporter commented: bilateral pelvic pain, dyspareunia and intermenstrual metrorrhagia identical to what the patient experienced while on copper iud. The patient thought the symptoms were due to essure. The patient had to stop doing sport due pain and discomfort. As per physician who performed the essure placement: this was not failure of placement, but removal of the inserts at the request of patient, who did not tolerate the side effects. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - in (B)(6) 2016: negative. Nuclear magnetic resonance imaging - on (B)(6) 2017: no uterine disease; in (B)(6) 2017: essure inserts in place. X-ray - on an unknown date: fragment of essure still present. (B)(6) 2016: during placement: hysteroscopic placement of essure without anaesthesia. The uterine cavity was normal in appearance. Both tubal ostia were well visualised. The endocervical canal was normal in appearance MRI requested. Placement of one essure insert on each side with no difficulties. (B)(6) 2017, vaginal smear: atypical squamous cells of unknown significance, positive for hpv other than 16 or 18, colposcopy. (B)(6) 2017, pelvic examination normal. Patient was told that symptoms may not be related to the essure inserts. In particular, adenomyosis is probably present, re-reading of MRI needed. (B)(6) 2017, colposcopy: more markedly acidophilic at 3 hr, but grade-1a atypical transformation or even metaplasia alone. Lugol's solution: speckled appearance of exocervix suggesting hpv. Lugol negative at 3 hr. Biopsy at 3 hr. Pathological anatomy: cervical intraepithelial neoplasia at 1, repeat test in 6 months. (B)(6) 2017, re-read of pelvic MRI found no uterine disease, uterus 10x6 cm. Patient opted again for salpingectomy and did not wish to have upfront hysterectomy. (B)(6) 2017, salpingectomy by coagulation and section of mesosalpinx and base of uterine tube, revealing the essure insert, which was then removed by traction. In view of resistance, resection of uterine horn was performed along the intra-myometrial plane of the tube. The procedure was successively performed on the left and then on the right. We have reservations concerning the quality of essure removal. The device concerned (2 inserts) was placed in quarantine at the hospital pharmacy, available for expert analysis. (B)(6) 2017, pathology report post salpingectomy: simple congestive remodelling of tubal walls, accompanied by several cystic walthard islets and a serous cystadenoma on the left. No suspect malignant lesions. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 09-nov-2017 for the following meddra pts: pelvic pain: n° 6.535 cases (excluding this case). Post procedural haemorrhage: n° 33 cases (excluding this case). Device breakage: n° 1.925 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-nov-2017: event "not certain that the essure inserts were completely removed, x-ray will be performed" was updated to "a fragment of essure was still present on xray after removal"; event "discomfort" was added. Bilateral pelvic pain and dyspareunia were resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 27-oct-2017. The most recent information was received on 10-nov-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("bilateral pelvic pain"), uterine haemorrhage ("bleeding in the left uterine horn during removal procedure") and salivary gland cyst ("two salivary gland cysts on soft palate and recurrence") in a (B)(6) female patient who had essure (batch no. D60136) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical conisation (for cervical intraepithelial neoplasia at 2/3) in (B)(6), smear vagina (cervical intraepithelial neoplasia at 2/3, negative for intraepithelial lesion or malignancy (niln)) in (B)(6) 2015, multigravida (gravida iii), parity 2 and therapeutic abortion. Allergy was denied. Previously administered products included for an unreported indication: cerazette and copper iud. Past adverse reactions to the above products included metrorrhagia with copper iud. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhoea") and abdominal pain ("pain between menstrual periods"). In (B)(6) 2017, the patient experienced polymenorrhoea ("she had her period twice"). On (B)(6) 2017, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and metrorrhagia ("intermenstrual metrorrhagia"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("a fragment of essure was still present on xray after removal") and device breakage ("a fragment of essure was still present on xray after removal"). On an unknown date, the patient experienced salivary gland cyst (seriousness criterion medically significant), fallopian tube cyst ("several cystic walthard islets / serous cystadenoma on the left"), arthritis ("inflammation of knees"), papilloma viral infection ("suspicion of hpv infection"), dental restoration failure ("rejection of a dental implant"), vulvovaginal pain ("vaginal muscle pain") and abdominal discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy for removal of essure inserts), surgery (cross stitch for haemostasis) and surgery (palate operated once, second procedure scheduled). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain and dyspareunia had resolved. At the time of the report, the uterine haemorrhage, salivary gland cyst, complication of device removal, device breakage, dysmenorrhoea, abdominal pain, metrorrhagia, fallopian tube cyst, polymenorrhoea, arthritis, papilloma viral infection, dental restoration failure, vulvovaginal pain and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, arthritis, dental restoration failure, dysmenorrhoea, dyspareunia, metrorrhagia, pelvic pain, polymenorrhoea, salivary gland cyst, uterine haemorrhage and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for complication of device removal, device breakage, fallopian tube cyst and papilloma viral infection with essure. The reporter commented: bilateral pelvic pain, dyspareunia and intermenstrual metrorrhagia identical to what the patient experienced while on copper iud. The patient thought the symptoms were due to essure. The patient had to stop doing sport due pain and discomfort. As per physician who performed the essure placement: this was not failure of placement, but removal of the inserts at the request of patient, who did not tolerate the side effects. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - in (B)(6) 2016: negative. Nuclear magnetic resonance imaging - on (B)(6) 2017: no uterine disease; in (B)(6) 2017: essure inserts in place. X-ray - on an unknown date: fragment of essure still present. (B)(6) 2016: during placement: hysteroscopic placement of essure without anaesthesia. The uterine cavity was normal in appearance. Both tubal ostia were well visualised. The endocervical canal was normal in appearance MRI requested. Placement of one essure insert on each side with no difficulties. (B)(6) 2017, vaginal smear: atypical squamous cells of unknown significance, positive for (B)(6) other than 16 or 18, colposcopy. (B)(6) 2017, pelvic examination normal. Patient was told that symptoms may not be related to the essure inserts. In particular, adenomyosis is probably present, re-reading of MRI needed. (B)(6) 2017, colposcopy: more markedly acidophilic at 3 hr, but grade-1a atypical transformation or even metaplasia alone. Lugol's solution: speckled appearance of exocervix suggesting (B)(6). Lugol negative at 3 hr. Biopsy at 3 hr. Pathological anatomy: cervical intraepithelial neoplasia at 1, repeat test in 6 months. (B)(6) 2017, re-read of pelvic MRI found no uterine disease, uterus 10x6 cm. Patient opted again for salpingectomy and did not wish to have upfront hysterectomy. (B)(6) 2017, salpingectomy by coagulation and section of mesosalpinx and base of uterine tube, revealing the essure insert, which was then removed by traction. In view of resistance, resection of uterine horn was performed along the intra-myometrial plane of the tube. The procedure was successively performed on the left and then on the right. We have reservations concerning the quality of essure removal. The device concerned (2 inserts) was placed in quarantine at the hospital pharmacy, available for expert analysis. (B)(6) 2017, pathology report post salpingectomy: simple congestive remodelling of tubal walls, accompanied by several cystic walthard islets and a serous cystadenoma on the left. No suspect malignant lesions. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 13-nov-2017 for the following meddra pts: pelvic pain: n° 6.583 cases (excluding this case). Post procedural haemorrhage: n° 33 cases (excluding this case). Device breakage: n° 1.928 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-nov-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.